Manufacturer narrative:
(B)(4). This is report 2 of 3 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The cause for the report of peritonitis was undetermined. A batch review was performed for the potentially associated lot numbers (gd879189, gd879908, gd880781), with no defects noted. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a nurse in the USA of peritonitis coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex ( frequency, and dose not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the patient's nurse reported the following. On an unreported date, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized. On (B)(6) 2011, the patient was discharged from the hospital. Treatment was not reported. Dianeal therapy was ongoing. At the time of this report the patient was recovering. Per the nurse, the peritonitis was not related to dianeal therapy.